Event description:
According to the initial information received, an atrial septal defect (asd) closure was performed using a 24mm amplatzer septal occluder (aso) on (B)(6) 2011. During the night palpitations were recorded. The transthoracic echocardiogram (tte) showed aso migration to the right ventricle. Fluoroscopic visualization confirmed the aso in the right ventricular outflow tract with little chance of transcatheter retrieval. The patient was sent to surgery for aso removal and asd closure. Additional information has been requested, including imaging of the implant procedure and procedural reports, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 24mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this adult, female patient underwent device closure of an asd. The procedure was performed using transesophageal echocardiogram (tee). The defect was balloon-sized and a 24mm aso was placed. The aso embolized into the right ventricle over night. Attempts at percutaneous retrieval were unsuccessful and the patient underwent surgical removal of the aso and closure of asd. One cd with fluoroscopic images was provided for this review. Echocardiographic images were requested but they were not available. The cd showed balloon sizing followed by aso placement. It appeared that there was difficulty releasing the aso and a second catheter was used to push the aso after it had been released. No information as to the size of the defect by echo or by balloon sizing was provided. During balloon sizing, the balloon acquired an hour glass appearance. This defect, based upon balloon sizing, was a very small defect. The deployed device was significantly larger than the defect with the aso acquiring a dumbbell shape. It appeared that after the aso was released, it could not be separated from the delivery cable and a second catheter was used to push the aso away. There were two images provided of the embolized aso. Since the echo images were not available, it cannot be determined if the aso was deployed properly. According to aga's medical consultant, the following conclusions were drawn: this was a large device for the size of the defect based upon the diameter of the overly expanded sizing balloon. Difficulty was experienced in separating the aso from the delivery cable. It cannot be determined if the aso was deployed properly with the images provided.